Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The target lesion was located in the right coronary artery (rca). A 3.75mmx12mm nc emerge® balloon catheter advanced, used for predilation and removed from the patient. The device was re-advanced for post dilation; however, when the balloon catheter was being loaded back on the non bsc guidewire, it became stuck on the wire. When the physician was attempting to remove the balloon catheter, the shaft ripped in half outside the patient's body. The wire was removed. The procedure was completed with a new wire and a 3.75x20 nc emerge® balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter loaded onto an unidentified wire. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic examination found no irregularities or defects. The inner diameter (ID) of the wire lumen was measured to be within specification. Microscopic examination revealed numerous kinks in the hypotube. The outer shaft separated 27cm from the tip of the device, just proximal of the port/exit notch. The outer was damaged (stretched) at the site of the break. Microscopic inspection revealed damage to the area, with the notch area stretched for 4mm. Due to the damage at the proximal end of the wire lumen (notch area), the inner diameter could not be measured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that catheter entrapment and shaft break occurred. The target lesion was located in the right coronary artery (rca). A 3.75mmx12mm nc emerge&#59394;balloon catheter advanced, used for predilation and removed from the patient. The device was re-advanced for post dilation; however, when the balloon catheter was being loaded back on the non bsc guidewire, it became stuck on the wire. When the physician was attempting to remove the balloon catheter, the shaft ripped in half outside the patient's body. The wire was removed. The procedure was completed with a new wire and a 3.75x20 nc emerge&#59394;balloon catheter. No patient complications were reported and the patient's status was fine.